Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: the 311.01 lot number 5574505 handle was returned and reported to not connect with a screwdriver shaft. This complaint condition was likely caused by over nine years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the 311.01 handle is an instrument routinely used in the screw removal set. The device was returned and reported to not connect with a screwdriver shaft. This condition is confirmed; the internal locking plug is not visible in the open or closed position and has likely broken and fallen out of the device. It is likely that over nine years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in august 2007 and is over nine years old. The balance of the returned device is in otherwise fairly worn condition with markings and signs of wear along its length. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no non-conformance reports germane to the complaint condition were generated during the production of this device. It is likely that over nine years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and a service history review is in progress and device history review has been requested. Manufacture date is currently unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was trying to remove a screw and the screw driver shaft would not connect to the mini quick handle during an elective screw removal procedure on (B)(6) 2017. The patient underwent a foot open reduction internal fixation (orif) on an unknown date. During the removal procedure, the surgical team tried to connect the handle to different driver shafts but it still wouldn't connect. The team came to the conclusion that the connection spring inside the mini quick coupling is broken. A non-wooden quick connect handle from the screw removal set was used to get the screw out. There was a reported surgical delay of five minutes. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: unknown driver shafts (part #unknown, lot #unknown, quantity unknown), unknown screw (part #unknown, lot #unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The previous service event for part number 311.01 with lot number(s) 5574505 has been reviewed. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The manufacture date of this item is 7-aug-2007. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The repair technician reported the coupling was not connecting. Coupler damaged is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. A device history record review was performed for the subject device lot number 5574505. Manufacturing location: (B)(4). Date of manufacture: 07august2007. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. One device, part 311.011 lot 5574505 was scrapped during operation step # 5 assemble. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.